Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached at the cannula tube joint during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr412 optiflow junior 2 nasal cannula, was not received at fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that one of the tubes was detached from the cannula. Additionally, it was observed that part of the connector piece of the cannula was removed from the device. Conclusion: based on the visual inspection and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions, which accompany the ojr412 optiflow junior 2 nasal cannula, show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "use of a non-approved accessory could impair performance or compromise safety." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm)". "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." Furthermore, the user instructions lists the compatible devices and compatible optiflow junior tubing kits for use with the ojr412 optiflow junior 2 nasal cannula: rt330, rt331 for mr850 humidifier. 950n40, 950p40 for f&p 950 humidifier.

Manufacturer narrative:
(B)(4) method: the subject device, ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubes was detached from the cannula. Additionally, it was observed that part of the connector (swivel grip) was missing. Conclusion: based on the visual inspection of the returned device, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. The missing part in the connector may have been removed to enable connection to a breathing circuit other than the one recommended in the user instructions. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned." Furthermore, the user instructions lists the compatible devices and compatible optiflow junior tubing kits for use with the ojr412 optiflow junior 2 nasal cannula: rt330, rt331 for mr850 humidifier 950n40, 950p40 for f&p 950 humidifier.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula detached from the cannula during use. There was no reported patient consequence.